Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that a loss of connection between the transmitter and receiver occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 09/16/2016. The reported event of loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. Functional testing and the pairing test was unable to be performed due to the 0v. A review of the downloaded data log did not confirm the reported event of loss of connection. A root cause could not be determined. The receiver was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if any out of range occurred on the date of event. The root cause could not be determined.